Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor overheating) has been confirmed. Upon investigation the monitor delivered a 0 energy pulse during incoming testing and began to get warm to the touch. The cause for the failure was isolated to an out of tolerance r84 resistor on the defib board. The root cause for the defective r84 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was overheating.